Manufacturer narrative:
Device evaluated by MFR:returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was returned stuck in the device. The device showed a severe kink in the catheter shaft approximately 80cm from the tip. It was noticed that the guidewire used during the procedure was an abbott filter wire which is not on the compatible guidewire list. Functionality was checked and the device functioned as designed. The most likely cause of the kink was pushing, pulling and torqueing of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the guidewire that was used during this procedure was not on the compatible list. The wire used was an abbott filter wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Bsc ID # (B)(4) / tw # (B)(4).

Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right leg. The catheter became stuck on the non-bsc guidewire after the atherectomy and they were unable to pull the catheter out over the wire. The catheter and wire were removed together. A new wire was used to complete the procedure. There were no patient complications and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right leg. The catheter became stuck on the non-bsc guidewire after the atherectomy and they were unable to pull the catheter out over the wire. The catheter and wire were removed together. A new wire was used to complete the procedure. There were no patient complications and the patient was fine.